Manufacturer narrative:
(B)(4). Eval - device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: medtronic received info through a medwatch that a pt implanted with this bioprosthetic heart valve presented to the hospital approx 10 days after valve implant, experiencing an acute myocardial infarction. It was reported that the pt was taken to the cath lab where a total occlusion of the right coronary ostia was observed. The clot was evacuated and a stent was placed. It was reported that the pt was discharged 6 days after admission. It was reported that the pt recovered well with no adverse effects. Minimal add'l info was received from the risk manager and surgeon. Multiple attempts to obtain further info were unsuccessful. Medtronic learned that the pt was implanted with a porcine valve, not an equine valve as stated in the initial medwatch. It was not reported if the pt was anticoagulated post implant as is discussed in the IFU. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product and add'l info regarding anticoagulation post implant, no definitive conclusion can be made regarding the clinical observation. No product was returned as the valve remains implanted.